Event description:
Related manufacturer reference number: 2017865-2022-00759. It was reported that the patient presented in clinic for follow up. It was noted that their was a failure to interrogate the pacemaker and a fracture in the right ventricular (rv) lead. The physician elected to explant and replace the pacemaker and rv lead. The patient condition is stable.